Event description:
Same case as 6000093-2006-01863 and 6000089-2006-02046. It was reported that post a coronary drug eluting stenting treatment procedure, myocardial infarction and a thrombosis occurred. The pt presented initially in 2005 with chest pain and st segment elevation. Angiography revealed occlusion of the right coronary artery (rca) and 90% stenosis in the left anterior descending (lad) artery, proximally just before the first septal perforator. The pt was taken urgently to the catheterization lab. The physician placed a taxus express2 3.0x16mm drug eluting stent to the proximal lad. The vessel was pre-dilated with a 3.0x12mm maverick balloon. This procedure was completed successfully. Medications used during this procedure include; integrilin, nitroglycerin, aspirin and plavix. The pt presented again in 2006 with another anterolateral acute infarction pattern and taken urgently to the catheterization lab. Angiography confirmed 100% thrombotic occlusion of the lad at the ostium. A pronto catheter was used to do an aspiration thrombectomy. The vessel was then pre-dilated with a 3.0x15mm maverick balloon and a liberte 3.5x20mm bare metal stent was successfully placed in the proximal lad. Even more proximal to this stent a liberte 3.5x8mm bare metal stent was placed back to the ostium of the lad. Both stents were dilated to 14 atms. Pt had been taking plavix and heparin and reopro were used per protocol during this procedure. Timi 3 flow was achieved. Post procedure, the pt was put on iabp and the physician noted that they may need further intervention via CABG due to the possiblity of a significant lesion in the ostium of the lad. The pt presented again three months later with an acute inferior mi with cardiogenic shock requiring intubation. Angiogfaphy revealed the rca and lad were both occluded. The lad was clearly a thrombotic occlusion. A reo extraction catheter was used with good result and timi 3 flow was achieved. The physician then dilated the previously placed stent with a 3.5x15mm powersail balloon to 12 atms. At this point the physician states that pt prognosis is severely guarded. Pt was discharged the following month. Medications used during this procedure include. Ticlid, heparin, nitroglycerin, lasix, reopro, versed and ativan.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.